Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, it was observed that a piece of the maryland bipolar forceps instrument was broken/missing. While there was no report that the patient retained any fragment(s) from the instrument and there was no patient harm, adverse outcome or injury, the site is uncertain if the broken instrument piece was retained by the patient. It is unknown what caused the instrument breakage.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the site found that there was a missing plastic piece from the maryland bipolar forceps instrument. The site compared the affected instrument to an instrument of the same type and confirmed that there was a missing piece. The site was unable to determine if the missing part fell into the patient. The planned surgical procedure was completed. On 09/07/2016 intuitive surgical, inc. (Isi) contact the site for additional information. According to the initial reporter, when the surgeon went to open the jaws of the maryland bipolar forceps instrument, it was observed that the jaws would not open and during rotation of the instrument's wrist it was noted that the jaw was broken. As the initial reporter was removing the instrument from the cannula, a yellow piece from the instrument was observed to be broken off inside of the cannula and the instrument also had a broken wire. The initial reporter was able to remove the broken instrument piece from the cannula. The patient's abdomen was searched with the da vinci surgical system camera and no piece(s) from the instrument were found to have fallen into the patient; however, the site is not certain that this did not happen. The surgeon irrigated and suctioned the patient's abdomen. The initial reporter indicated that the instrument was in use approximately 10 to 15 minutes prior to the instrument breakage being observed. According to the initial reporter she did not observe any intra-operative collisions or pressure being placed on the instrument; however, the surgeon used the instrument to retract tissue, but it is unknown if the surgeon used the tool for cautery.